Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the jejunum to treat a gastric outlet obstruction during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure performed on (B)(6) 2025. During the procedure, the stent was found to be misdeployed, with the distal flange inadvertently placed in the peritoneum and the proximal flange in the stomach, despite an enterotomy. A rescue intervention was performed, and the procedure was successfully completed endoscopically using another of the same device. The patient experienced intraprocedural pneumoperitoneum, which was resolved with needle decompression during the procedure. Note: it was reported that the axios stent was intended to be placed for a gastric outlet obstruction (pyloric stenosis). However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated for placement transgastric to the jejunum.

Manufacturer narrative:
Block g2: the clinical study name is axios ge for goo ide. Block h6: imdrf device code a150103 captures the reportable event of premature deployment. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e2015 captures the reportable event of intraprocedural pneumoperitoneum. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f14 captures the reportable event of prolonged episode of care.